Event description:
Clinical diabetes educator reports pt received clinic treatment for low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set three times during the rewind/prime sequence. The pt has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump displayed the appropriate warning "be sure set is disconnected from your body. Then select continue" when entering the prime step. The pump was exercised for 24 hours without issues. The force sensor was tested and found to be within specifications. Unrelated to the complaint, the display screen was found to be dim and miscolored.